Event description:
It was reported that this implantable pacemaker system recorded an alert for right ventricular (rv) automatic threshold detected as greater than programmed. It was recommended to consider adjusting the ventricular output to auto or fixed output with longer pulse width. The ventricular pacing impedance was also noted to have increased, however, it remains within normal range. Additional information provided indicates the device recorded an alert for rv pacing impedance out of range. An automatic safety switch from bipolar to unipolar was triggered due to one pace impedance measurement of 2080 ohms, which is high out of range. It was also observed that a ventricular tachycardia (vt) event was recorded due to oversensing of ventricular noise that appears to be electrical in origin. Further in-clinic review was recommended. Additional information was received. It was mentioned that the device recorded a ventricular episode and non-sustained ventricular tachycardia episodes in which the electrograms (egms) show oversensing of noise on the ventricular channel. In addition, some egms show periods of ventricular oversensing resulting in inhibition of atrial pacing. Further review with a programmer was recommended. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker system recorded an alert for right ventricular (rv) automatic threshold detected as greater than programmed. It was recommended to consider adjusting the ventricular output to auto or fixed output with longer pulse width. The ventricular pacing impedance was also noted to have increased, however, it remains within normal range. Additional information provided indicates the device recorded an alert for rv pacing impedance out of range. An automatic safety switch from bipolar to unipolar was triggered due to one pace impedance measurement of 2080 ohms, which is high out of range. It was also observed that a ventricular tachycardia (vt) event was recorded due to oversensing of ventricular noise that appears to be electrical in origin. Further in-clinic review was recommended. The device system remains in service. No adverse patient effects were reported.